Event description:
It was reported to philips that the device fails the paddles test. The field service engineer (fse) evaluated the device and confirmed the customer problem. The device needs a therapy pca. It was determined that this was a malfunction of the therapy pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device fails the paddles test. There was no patient involvement.